Event description:
Reported via clinical studyit was reported the device shifted and did not seal. A left atrial appendage (laa) closure procedure was performed on (B)(6)2025, and a 20mm watchman flx closure device was successfully implanted. The device was positioned at the laa ostium, with the plane of maximum diameter located within 2mm of the intended ostial plane. The patient was discharged without complications. At the two-month follow-up, intracardiac echocardiography (ice) imaging showed a residual peri-device jet flow measuring 8mm. Imaging also revealed that the device had migrated from its original position and was now located significantly distal to the ostium, with the plane of maximum diameter measuring 5mm or more distal to the intended ostial plane. No device related thrombus was identified. The patient had no symptoms or concerns prior to the follow-up evaluation. No intervention was performed, and no additional treatment was planned at that time.